Manufacturer narrative:
(B)(4). Concomitant medical products: reciprocating saw blade strykerâ® recip catalog # 12076119srl lot # 4w024, headed screw 48 mm length single use only catalog # 00579104100 lot # 62916533, headed screw 48 mm length single use only catalog # 00579104100 lot # 62879873, taper stem plug catalog # 00596009900 lot # 62791463, femoral component option size f left compatible with lps-flex prolong catalog # 00596401651 lot # 62814814, tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog # 00598004702 lot # 62893518, patella reamer blade with pilot hole 41 mm diameter single use only catalog # 00597909541 lot # 62830239, all poly patella size 38 mm dia. Standard 9.5 mm thickness catalog # 00597206538 lot # 62793810. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient was revised due to loosening and implant fracture.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Operative notes were provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient was experiencing shifting of the tibial component and as a results of a follow up visit, infection was noted as well. The patient underwent and irrigation and debridement procedure as well as exchange of the polyethylene bearing. Approximately two months later the patient underwent another revision due to chronic infection; all implants were removed and replaced with antibiotic spacers.